Event description:
Following a diagnostic catheterization procedure a vasoseal vhd, kit size 3 was deployed. Post procedure the pt's right foot became pale and cool to the touch. An angiogram was performed and severe peripheral vascular disease was noted with with a blockage of the superficial femoral artery. No pathology report on the material removed from the artery was available. The deployer was not certified in vasoseal deployment at the time of this incident.